Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. The extender tubing was also returned. The catheter was found to be completely separated near the rear seal approximately 57.4cm from the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and an inner lumen leak and membrane leak were confirmed at the separation site. Another leak was found on the membrane underneath the separation site approximately 58.9cm from the y-fitting. The reported problem was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the tubing. There was no reported injury to the patient.